Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the left eye in the surgeon side cart (ssc) was completely blank. Customer confirmed they had a good image in both right and left eye on the touch screen monitor. Customer was advised to power cycle and cycle the console breaker. System powered up without errors, but the ssc¿s left eye remained completely blank, indicating possible failure of the left high-resolution stereo viewer (hrsv) panel. The issue occurred while the customer had undocked and then redocked to reposition the boom. The procedure was converted to open surgery due to the non-functional hrsv. It was stated that the patient tolerated the operation just fine. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 10-may-2022: the system was inspected prior to use and there were no issues noted during setup. The issue was identified about 90 minutes into the procedure. There were no post-operative complications reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and replicated the issue. The high-resolution stereo viewer (hrsv) monitor was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the reported complaint. In-house testing was performed and the monitor was installed and tested on the printed circuit assembly (pca) test system. System started up with no image on the left hrsv monitors. A log review confirmed the procedure date of (B)(6) 2022 on system sk0621. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. There was no image or video clip submitted for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to left eye of the surgeon console being blank. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.